Event description:
Per the audiologist, the pt reported intermittencies and headaches when using the cochlear implant system. An x-ray (date not reported) showed a normal cochlea and proper placement of the device. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple anomalous electrodes. Explantation/reimplantation is planned but had not been scheduled at the time of this report filed on the following month.

Manufacturer narrative:
This type of event is addressed in the device labeling.